Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was a leak at y-junction. The catheter was placed in right jugular in (B)(6) 2012. The physician pulled and replaced the catheter on (B)(6) 2014.

Event description:
The returned product sample consisted of one piece of assembled catheter palindrome. The possible causes were identified. Device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are not ncr related to the reported issue. The manufacturing lot number associated with this complaint was 125914x. During visual inspection, a hole could be appreciated on the catheter just below the hub. During underwater test (functional test), bubbles were detected coming out below the hub. As per the instructions for use, it is needed to perform a visual inspection before using the device, since states: do not use the catheter if it appears damaged or defective. And continues, catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. The event description states that the catheter functioned as intended for two years, but more likely based on the available information, the device could be damaged during that time. The lot involved within this complaint was manufactured on 09/16/11, before the expected implementation date of actions related to CAPA. After a qseas evaluation, it was defined that this event is being handled through this CAPA and no additional actions are required. This defect has been confirmed. Based on the available information, the probable root cause can be considered most likely as misuse (leak could be caused due to over bending or excessive force). No additional action is required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% pressure testing at the final stage of production, which would identify a leak in the catheter assembly. This complaint will be used for tracking and trending purposes.